Event description:
A cartridge change error was reported. There was no adverse impact to the customer¿s blood glucose level. The customer inspected and cleaned components of the pump as instructed and was able to successfully complete the cartridge load process, after which they resumed insulin delivery without further assistance from technical support.